Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it was noticed that the catheter was not tight between the hub, strain relief, and shaft resulting in an embolism. The patient was taken for surgical intervention and as of 15-jul-97 was reported to be doing fine. This report was received from an international source via a distributor. Subsequent attempts to acquire further information have been unsuccessful.